Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the trifecta gt instructions for use, the valve is intended as a replacement for a diseased, damaged, or malfunctioning aortic heart valve. To obtain optimum hemodynamic results, implant the valve in the supra-annular position. As delivered, the valve is attached to a valve holder by retaining sutures. To remove the holder from the valve, a single cut to the retaining sutures must be made, and the handle and holder pulled away from the valve. Based on the information received from the field, the holder was intentionally removed and the valve implanted upside down.

Event description:
Per report from an anonymous hospital nurse and physician consultant, a surgeon implanted a 27 mm trifecta gt valve in the mitral valve in an upside down position on (B)(6) 2017. One week post-op, the patient died.

Event description:
Per report from an anonymous hospital nurse and physician consultant, a surgeon implanted a 27 mm trifecta gt valve in the mitral valve in an upside down position on (B)(6) 2017. One week post-op, the patient died.